Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing separated from the hub during the flush. The following information was provided by the initial reporter: "IV catheter system tubing disconnected from the needle when flushed before insertion. So the needle completely came off the dual port system at the other end. IV system is bd nexiva closed catheter system dual port 18 gage."

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing separated from the hub during the flush. The following information was provided by the initial reporter: "IV catheter system tubing disconnected from the needle when flushed before insertion. So the needle completely came off the dual port system at the other end. IV system is bd nexiva closed catheter system dual port 18 gage."